Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that in 2017 during the summer, the patient's stoma site was exuding liquid. In (B)(6) 2017, a bacteria culture of the stoma site revealed staphylococcus aureus and the patient was treated with antibiotic flucloxacillin. It was reported that after treatment, the stoma site infection was better and somewhat recovered. However, in (B)(6) 2017, the patient experienced a flare up of the stoma site infection. It was reported that the outside of stoma site looked fine with no redness but was exuding liquid. On (B)(6) 2017, a new bacterial culture showing staphylococcus aureus and streptococci group b. The patient was evaluated by a infection doctor in which only hydrogen peroxide ointment was prescribed and no treatment with oral antibiotics. On an unknown date, the patient began treatment with topical microcid ointment.